Event description:
Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was receiving a good response to the stimulation initially. The patient initially only had one lead implanted. At the time of paddle implant the healthcare provider (hcp) observed the fluoroscopy and compared it to the initial report and it was indicated that the percutaneous lead had migrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead.

Event description:
Information was received from a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for non-malignant pain. It was reported the patient was to have their lead explanted on (B)(6) 2017 and a surgical paddle implanted in its place due to unsatisfactory therapy since implant. The patient needed a broader range of stimulation and the single lead was not achieving that coverage. It was also reported the battery may be replaced as well, although the battery voltage was at 2.98 volts and technical services noted the battery had a lot of service life left. Battery longevity calculations were done, and the estimates for the prime cell at 360 microseconds at 50 hertz, 757 ohms at unknown amplitude for 24 hours/day/7 days/week were 89 months at 2 volts and 35 months at 4 volts.